Event description:
This lead was implanted on (B)(6) 2011 and remains implanted. It was reported to technical services on (B)(6) 2012 that there was noise on shock egm in this episode. Episode was nonsustained. Discussed noise in this case may be myopotential in nature, possibly patient was coughing at the time. Looked at most recent presenting egm ((B)(6) 2012) and there was no noise. Looked at rv and shock impedance trends and they were no oor measurements (rv mid 400 to mid 500 ohms and shock mid 60 to 90 ohms range). Discussed for now continuing to monitor and trying to recreate noise next time patient is in clinic. No patient symptoms noted. This happened at heart institute of northwestern ohio. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).